Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's up and down arrows were not responding properly. Customer also reported that the device had a battery out limit and a failed battery test. The customer also stated that the backlight was not functioning properly. Blood glucose level at the time of the incident was 50 mg/dl. The customer did not recall any significant events leading up to these issues. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.